Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the patient was unable to remove all the air in order for the liquid to go up in the cassette. The reporter stated there were no bubbles but small air in the cassette. No adverse events were reported.